Event description:
A zoll dist returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger resets) was confirmed. Upon eval the battery charger/modem was resetting. The cause of the problem was isolated to flash memory components u102 and u105 on the computer analog (ca) board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical designed change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective battery charger/modem.